Event description:
It was reported that the inflatable penile prosthesis (ipp) was replaced due to the device would not inflate. Upon removal, it was noted that there was a hole in the cylinder causing fluid loss. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams 700 momentary squeeze (ms) pump was visually inspected, and leak tested. The ms pump kink resistant tubings (krt) were worn down to the filament and there was contamination (bodily fluid) found within the pump. The pump was not functionally tested due to contamination. The ams700 ipp cylinders were visually inspected, and leak tested. Cylinder 1 had buckling folds in the proximal and a hole from the avulsion was found in the middle. There was broken fabric thread found and a hole in the inner tube due to a sharp instrument damage. The krt was worn down to the filament and worn in the rear tip. Cylinder 2 had buckling folds in the proximal and a hole from wear at the fold was found in the proximal with a small leak. The krt was worn down to the filament. The cylinder fluid leak was the most probable cause of the complaint/event.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was replaced due to the device would not inflate. Upon removal, it was noted that there was a hole in the cylinder causing fluid loss. There were no patient complications.